Event description:
A distributor on behalf of a healthcare facility in saudi arabia reported via a fisher & paykel healthcare (f&p) field representative that the gas outlet port of rd900 neopuff infant resuscitator was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. The neopuff technical manual also states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of the investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the gas outlet port of rd900 neopuff infant resuscitator was broken. There was no patient involvement.